Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Additional information was requested and the following was obtained: additional information requested: did the suture break or did the needle detach from the thread during this patient procedure? Yes. How many sutures detached from the needle during this procedure? 1. How many sutures broke during this procedure? 1. Was the needle piece removed from the patient during the same procedure? Yes. Were there any patient consequences due to the prolonged 30 minutes of surgery? No. Procedure date? On (B)(6), informed on 29/04. Device returns status/follow up? Yes. Note: events reported in 2210968-2021-04965. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m.

Event description:
It was reported that a patient underwent a pacemaker implant procedure on (B)(6) 2021 and suture was used. At the end of the skin suture procedure, the suture and needle detached. The needle piece was removed from the patient. Another like device was used. The procedure was delayed 30 minutes. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Date sent to the FDA: 06/21/2021. H6 component code: g07002 ¿ no device problem found this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ (B)(6). Additional information: h6, d9, h3, h4, d4 h3 evaluation: h3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that an opened box with thirty-six unopened samples of product code vcp304h were received for evaluation. Visual inspection of thirteen unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot number an5407 code, and no non conformances / manufacturing irregularities were identified.